Event description:
Customer reports obtaining results of 126mg/dl on the device and 62mg/dl on a lab test. Comparison samples were taken within 10 minutes. No action taken based on device results. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.